Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
The device has been explanted. Additionally "tight inferolateral capsular contracture" was reported.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases folds, wear abrasion and opening linear on the anterior side. Leak test was performed and microscopic analysis was performed which identified: crease smooth opening on the anterior side and observed void >1 mm in non-textured and valve-to shell-bond area. The fill test inspection was performed, the result is a no blockage. Based on the device analysis the final assessment is: a smooth crease opening on the anterior side due to fold flaw opening. Reasons for reoperation are deflation and capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side deflation and capsular contracture baker grade iii. The device has been explanted.

Event description:
Additional information received noted the baker grade of the capsular contracture to be iii.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation. The device remains implanted.